Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a exploratory laparoscopic, while at gastric anastomosis, the stapler was having problems at the beginning of firing the load and had to be replaced by not working at the last shot. No staples deployed at all. There was difficulty on unloading the device. Both handle and reload were replaced to complete the procedure. No patient injury.